Event description:
It was reported that no alert/notification occurred. On (B)(6) 2024, the patient passed out around 6:00pm. It was reported this occurred due to the patient receiving no audio output from the dexcom app alerting her to a low cgm value. The patient¿s husband called an ambulance. Emergency medical services (ems) arrived and transported the patient to the emergency room. At the ER, the patient was treated with a glucagon injection. The patient recovered after treatment and was discharged home approximately 5 hours later. No bg/cgm values were reported for this event. The patient was in good condition at the time of report. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause was determined to be alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4); diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.